Manufacturer narrative:
Product event summary: the battery (bat906220) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual inspection. Functional testing revealed that the battery was able to charge on a test battery charger and provide power to a test controller; however, all four (4) light emitting diodes (leds) on the battery's display remained off when the gas gauge button was pressed. Internal inspection did not reveal any anomalies. An attempt to reset the main integrated circuit (ic) was able to reestablish the battery's functionality. As a result, the reported event was confirmed. Based on an investigation conducted under CAPA (B)(4)., the most likely root cause of the reported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because exhibited a display error. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.